Event description:
It was reported the patient's left hip was replaced on (B)(6) 2021 and the patient was unsure if the ipg was placed into surgery mode prior to the replacement. Troubleshooting was attempted by manufacturer representatives to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
E1 initial reporter.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The cp locates the ipg with a communication error message displaying ¿invalid_model_number" and "invalid_serial_number.¿ was reported to abbott. The ipg will not connect to the pc or cp. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.